Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the electrocardiogram (ECG) connection was broken. It was also noted that the microphone was out of electrical specification. (B)(4).

Event description:
It was reported the programmer has a broken ECG (electrocardiogram) connection. The programmer was returned for repair. There was no patient involvement.